Event description:
It was reported that the pump shut off unexpectedly while the pump was charging. Customer confirmed pump display turned on when plugged into a power source. Customer¿s blood glucose level ranged from 140-141 mg/dl. In addition, it was reported that a stuck button alarm occurred. The cause of the alarm was unknown. No additional information was provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response from the customer was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.